Manufacturer narrative:
Related components of device system: model number / catalog number: 72400024, serial number: n/a, batch / lot number: 908052010, model / catalog description: balloon fgs 61-70 cm. Model number/ catalog number: 72404127, serial number: n/a, batch / lot number: 911107007, model / catalog description: control pump fgs iz.

Event description:
It was reported that the patient experienced an increase in his leakage in the last few months. The patient stated that he has always had to wear a safety pad, but mow he has to change his pad frequently. The patient indicated that he is a prostate cancer survivor and had radiation which he stated led him to be incontinent again. His artificial urinary sphincter (aus) was implanted more than 4 years ago. The patient will contact his physician for further steps. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available.